Manufacturer narrative:
Findings: the surgeon stated the perforation was possibly caused by the pt vomiting, post-procedure. No issues were reported with the device during the procedure. Initially, there was some fluid present in the pt, but a drain was not installed. The company's cmo discussed the situation with the surgeon. After the customer described the technique he used during the procedure, the cmo did offer advice/training to not pull esophageal tissue into the corner which is the highest tension point; use only gastric to gastric plications to avoid the less robust esophageal tissue. Antibiotics were administered and the pt was discharged. Last office checkup was (B)(6) and the pt was reported as recovered.

Event description:
The company rep rec'd a phone call from the customer surgeon concerning a possible gastric perforation occurring post-procedure following a transoral incisionless fundoplication. The surgeon believes the perforation occurred when a fastener pulled out post-procedure because the pt had vomited. The incident occurred three to four days after the procedure.